Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, arcing occurred between the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm) #3 and the fenestrated bipolar forceps (fbf) instrument on usm #1, resulting in a thermal burn injury to the bowel mesentery. The event occurred during activation of monopolar energy using an erbe vio dv generator (effect 1) with the mcs instrument. There was no damage to the mcs tip cover accessory, including the clear and gray silicone areas. The mcs tip cover accessory appeared to be correctly installed, not advanced beyond the orange surface, and did not slip or expose the orange surface. No electrolube or other lubricant was applied, and no issues or defects were reported with the grounding pad. The cause of the event remains undetermined. The fbf instrument did not collide with other instruments, contact staples or clips, or have its jaws immersed in fluid at the time monopolar energy was activated. The severity of the mesenteric injury and whether any medical intervention was required are unknown. To resolve the issue, a backup fbf instrument was used and the procedure was completed robotically without further complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis (fa). However, as of the date of this report, the evaluations have not been completed. Isi received both the monopolar curved scissors (mcs) instrument and the bipolar energy cable to perform fa. However, as of the date of this report, the evaluations have not been completed. Concomitant devices: mcs instrument (part #470179-21; lot #k11250306-0218). Bipolar energy cable (part #470384-05; lot #vl220801). Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-27423 for MDR submission of the event against the mcs instrument.